Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: additional product code - hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: green, d., henderson, c., (2013), modified ao arthrodesis of the wrist (with proximal row carpectomy), the journal of hand surgery, 38(2), 388-391 (USA). From 1994 to 2011, 110 wrists were arthrodesed. The age range of the patients is from 19 to 76 years. A 9 hole tapered plate in the ao wrist arthrodesis set was used in this surgery. Complications that were reported are nonunions. There is not sufficient information to file multiple reports. This is report 1 of 1 for (B)(4). This report is for an unknown ao wrist arthrodesis set.